Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. It was indicated that the receiver was exposed to moisture, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major usb connector damage was found. Receiver charge and boot tests were performed and failed. Functional tests were not performed . An internal visual inspection was performed and passed. The receiver log was not downloaded. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major usb connector damage was found. Receiver charge and boot tests were performed and failed. Functional tests were not performed. An internal visual inspection was performed and passed. The receiver log was not downloaded. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).